Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. During evaluation found handpiece didn't overheat during testing. Found handpiece to have burnt mark on cap. Also cap would stick inward position when pressed on the side of cap but not when pressing center on cap. Found cap damaged from rotor coming in contact with cap. Also rotor has mark on tip. Turbine needs replaced with new head drive to replaced cap and old turbine.

Event description:
It was reported that a midwest e pro 1:5 ca overheated during use; no injury resulted.